Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and no anomalies were noted. The patient was stable and will continue to be monitored.